Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an unspecified procedure, a shaft break occurred. The target lesion was located in an infra-inguinal artery. The physician attempted to use an unspecified peripheral cutting balloon however; the shaft ¿sheared¿ into two pieces. The physician used a snare to retrieve the balloon section. No vessel damage noted. No patient complications were reported and the patient's status is ok.